Event description:
Information received indicates the bed has no functions working.

Manufacturer narrative:
The technician found hydraulic fluid was leaking from the reservoir onto the power control module and transformer. The technician replaced the power control module and transformer to repair the bed.